Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented to clinic for follow up, the pacemaker showed an error message. No intervention or procedure was reported. The patient had no consequences.